Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 31 mg/dl while wearing the pod for less than one hour. Symptoms reported include that patient was "thrashing around and behaving erratically"; the patient also tore off the pod while this event was occurring. A cardiac event also occurred prior to being taken to hospital. Patient was hospitalized and a multitude of other medical issues were reported, including but not limited to: congestive heart failure, acute kidney failure, severe diabetic neuropathy, and sleep apnea. Patient remained in 3 hospitals in total, over the course of 2+ months. After 61 days, the patient passed away.